Manufacturer narrative:
Investigation has been completed on smith medical cadd-legacy device. Device arrived in good physical condition. Event log revealed complaint error code 1720. When evaluation and tests were performed, the complaint was confirmed and alarm 1720 was verified. Action was taken to replace the back up capacitor. Device went on to pass all functional and delivery testing and unknown root cause of event.

Event description:
Information received a smith medical cadd -legacy 6400 pump alarmed lec 1720. No patient involvement as event occured during testing. Evaluation and investigation results completed and summary.